Event description:
The patient contacted depuy indicating he was having discomfort and acute pain. He also indicated he had cement cleaned out of his knee. His medical records were received, and reviewed for MDR reportability. The medical records indicated the patient had a synovectomy and arthrotomy of their right knee to address synovitis and retained bone cement to address increasing pain in their knee. The patient had at the time a depuy pfc knee.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The device associated with this report was not returned. Patient medical records were provided and reviewed by a depuy medical professional. From a medical perspective, based on the information available, the complaint is not product related. The surgeon noted in the operative report from march 2010 that there was a ¿protruding¿ piece of bone cement on the edge of the lateral femoral condyle that was being impinged causing the synovitis and pain at that time. The excessive cement removed in 2010 could be attributed to surgical technique at the time of component placement during the initial placement of the components. IFU¿s caution that it is imperative that the patient be instructed about the strength limitations of the materials used in the devices and for implant fixations. Furthermore, IFU¿s warn patients to strictly avoid high impact activities, such as running and jumping. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.